Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep0 regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The rep reported that there was an eos (end of service) code seen. The rep reported that there was one overdischarge the year prior to the report that could be related to the eos. The rep reported that the patient had stimulation on (B)(6) 2017. The rep reported that the patient had a loss of stimulation. The rep reported seeing por (power on reset) and eos back to back. The rep reported that she took impedances and found contacts 9 and 15 show greater than 10,000 on all combinations. The rep also reported that the patient had a fall 2-3 months prior to the report. The rep reported that stimulation worked since the fall but not quite right. The rep reported that since the fall the patient felt the top border of the ins. No further complications anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the cause of the eos, por, high impedance, and other issues was that the patient let their device overdischarge too many times. The patient's device was replaced on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.